Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the report that there was no display. Analysis could not confirm the report that the screen was broken. Printed circuit board found out of specification.

Event description:
It was reported there was no display on the screen. It was also reported the screen is broken. The programmer was returned for repair. No patient involvement was reported.